Manufacturer narrative:
Block h6. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation. Block h11. The suturing cinch was not returned for analysis. A media analysis was performed. The documentation attached includes some pictures where it can be observed the device label information with the batch and upn number, additionally it can be observed in another picture the device. However not is possible identify any damages. The reported event of cinch failure to deploy could not be confirmed. A risk review of the suturing cinch was completed and confirmed that the event of cinch failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy and cinch damaged/defective was due to the physician's technique during the procedure or was related to a device malfunction. Due to lack of evidence and without proper evaluation of the device, this investigation is assigned a most probable conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an esg procedure on (B)(6) 2025. During the procedure, it was observed that the cinch plug was bent and therefore could not deploy. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, it was observed that the cinch plug was bent and therefore could not deploy. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.